Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: date of birth - 1947. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with cefazolin (2 gram, intraperitoneal, once daily for 13 days) and gentamicin (60mg, intraperitoneal, once daily for 5 days) for peritonitis. Action taken with pd therapy was unknown. At the time of this report, peritonitis was resolved. No additional information is available.